Event description:
(B)(4) received notification of an incident with a powerchair, iti from the user's daughter. (B)(4) is the initial import and distributor of the powerchair. End user is paralyzed and requires powerchair for mobility. End user was on the device approaching the curb on the way to the bus stop. The end user attempted to access the sidewalk by driving the powerchair over the curb .the powerchair flipped forward and the consumer fell out of the chair onto his face. He was unable to get up due to his paralysis. An ambulance was called by the bus driver and the patient was taken to the hospital. He required 10 stitches to his face and stayed in the hospital overnight.